Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false high sodium (na) result generated by the unicel dxc 600 pro synchron clinical systems for one patient. The high result of 172mmol/l was discovered by the critical rerun feature. The repeated result was 145mmol/l. The elevated result was not reported out of the lab. Patient treatment was not affected.

Manufacturer narrative:
Per customer, qc prior to the event was within the lab's established ranges. However, upon review the qc charts it was found that qc was exhibiting high fliers on the day of the event. Field service engineer (fse) was dispatched: the fse replaced multiple parts and cleaned several hardware components. The fse performed alignments and inspected the instrument. Precision run and calibration run were acceptable. Although service addressed hardware issues, a clear root cause for this event is unknown.